Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device 2) implanted on (B)(6) 2016. An additional emdr will be submitted to represent the bard/davol ventralex (device 1) implanted on (B)(6) 2013. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013 - the patient underwent surgery for implant of an unspecified bard/davol ventralex (device 1). On (B)(6) 2016 - the patient underwent surgery for implant of an unspecified bard/davol ventralex (device 2). As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the brand name and PMA/510(k) . Upon review of medical records, it was confirmed there was no adverse event or medical/surgical intervention associated to the ventrio st implanted to treat the patient's recurrent hernia. Note, the manufacturing date (15-dec-2014) is considered to be a best estimate. This supplemental emdr represents the ventrio st (device #2). Additional supplemental emdr was submitted to represent the mesh ¿ ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for implant of an unspecified bard/davol ventralex (device 1). (B)(6) 2016 - the patient underwent surgery for implant of an unspecified bard/davol ventralex (device 2). As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with umbilical hernia thereby underwent laparoscopic repair with the implant of ventralex mesh (device #1). Per operative notes, ¿a small hernia noted and a medium sized ventralex patch was placed within the abdominal cavity through the left lower quadrant and sutured.¿ (B)(6) 2016 - patient was diagnosed with incarcerated recurrent incisional hernia thereby underwent open repair with the explant of ventralex mesh (device #1) and implant of ventrio st (device #2). Per operative notes, ¿the old ventralex mesh (device #1) was displaced to the right of the umbilicus was removed with all the attachments. A small defect was noted and a ventrio st mesh (device #2) was placed into the intraabdominal cavity and sutured. An adequate pair of this mesh also placed as an underlay and sutured.¿ (B)(6) 2016 to (B)(6) 2016 - patient underwent follow up surgery care. Attorney alleges that the patient had mesh migration, pain and hernia recurrence. It is also alleged that the patient's mesh displaced to the right of the umbilicus resulting in a recurrent hernia thereby underwent mesh removal.